Event description:
It was reported that a malfunction occurred on the pump with a display of "malf 0" and no notable events occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Technical support provided instructions to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to report if the issue occurs again, which the customer acknowledged.